Event description:
It was reported by the rep that the (1) ecs29 was used during a gastrojejunostomy procedure. It was reported that the stapler was opened but not used. The staples were exposed and the surgeon did not want to use the product. The case was completed with another stapler and there was no pt consequence.